Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that venous air alarm occurred during a routine hemodialysis treatment. The operator was unable to resolve the alarm and discontinued treatment without performing manual rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback of the patient's blood. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. Nxstage requested return of the disposable cartridge; however, it was learned through follow up that the cartridge had been discarded. The exact cause of the venous air alarm cannot be determined, however, the user's guide states possible causes for this alarm as a loose or dislodged connection, air in saline during prime, or residual air in cartridge during prime. The user's guide provides adequate instructions for troubleshooting air alarms. Facility staff has been notified and will provide additional training regarding air removal steps. There have been no similar problems reported subsequent to this event. Co considers this report closed. No additional information will be provided.